Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: customer receives error 13-1033-149 on 8300 (s/n (B)(4)). Failure device type: alaris system instrument. Failure problem type: 8110. Failure mode: troubleshooting/ error codes. Case resolution: customer receives error 13-1033-149 on 8300 (s/n (B)(4)), after performing the preventive maintenance then calibration. Customer mentions receiving the device back from service depot. Explained to customer, the device would only need a check-in. Review with customer the display error log, on pcu in maintenance mode. Informed customer to perform the calibration, then perform the preventive maintenance to correct the error message 13-1033-149. Customer to call back for assistance, if any further issues and/or concerns need addressing. End call.